Manufacturer narrative:
The manufacturer became aware on 06-jan-2026 that the user experienced a hospitalization for diabetic ketoacidosis on (B)(6) 2026. Multiple attempts were made to contact the user to obtain additional information regarding blood glucose values, treatment details, and hospitalization outcomes; however, the user could not be reached and limited information was available. Review of available device engineering logs identified repeated insulin occlusion alerts on (B)(6) 2026, with insulin delivery suspensions occurring in response to these alerts. Device records did not show infusion set changes performed at the time of the occlusion alerts. No device malfunction alerts were identified, and the device responded as designed by alerting and suspending delivery during occlusion conditions. Based on the information available, no confirmed device malfunction was identified, and the event appears consistent with unresolved insulin delivery interruption associated with occlusion alerts. The cause of the reported event cannot be definitively determined due to limited user follow-up. If the device is returned or additional information becomes available, further evaluation will be performed and a supplemental MDR will be submitted if appropriate.

Event description:
On 06-jan-2026 the user reported that on (B)(6) 2026 they experienced hyperglycemia requiring hospitalization. Prior to hospitalization, the user reportedly had elevated blood glucose for approximately 24 hours and insulin delivery interruptions were observed. The user was hospitalized for diabetic ketoacidosis, received medical treatment, and was discharged, with no further outcome details reported.